Event description:
Microbore tubing which should only take 0.55ml to prime is taking almost 2ml to prime. The neonatal intensive care unit (nicu) has a policy that after medications they only flush with 1ml meaning patients are not getting all of the medication.